Event description:
Staff went to room 5 to set up room for stemi case and noticed a strong burning smell in the room. No sign of smoke or fire noted. Operations emergency line called. Room 5 shut down and case diverted to short stay until another room opened. Clinical engineering called to look at equipment, then ge service contacted. Ge vendor opened a panel in the equipment room between rooms 5 & 7 and saw a flame. Patient was on the table in room 7, the case was terminated and the patient taken to recovery without incident or harm. Fire alarms were pulled and fire department responded.